Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected and confirms the cuts in the catheter as reported by the customer. The peritoneal catheter was returned in 2 parts, all 4 ends of the peritoneal catheter were clean cut. 2 cuts were found on the 520mm of peritoneal catheter, the cuts were clean cut, possibly done by a scalpel. Review of the history device records confirmed the valve product code 82-3114 with lot ctdcdv, conformed to the specifications when released to stock in (B)(4) 2015. The root cause could be due to a sharp object coming into contact with the catheter, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, during implantation, the surgeon found the abdominal catheter had a slit. He implanted the same new device instead and completed the procedure without further issues. The valve was discarded at the facility and only the abdominal catheter will be returned for evaluation. There were no adverse consequences to the patient.